Event description:
It was reported to philips that no signal appeared on the flexvision monitor due to a defective dvi matrix switch on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective dvi matrix switch and power adapter. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).